Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 646 mg/dl. Customer's other blood glucose value was unknown. Customer stated he had several that did not deliver insulin. He didn't get any alarms or alerts but he said his glucose was going up. The customer was treated with manual injection. The device is not expected to be returned for analysis.